Event description:
Related manufacturer report number 2017865-2022-19368. It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead and the right atrial (ra) lead. Diagnostic imaging was performed and insulation damage was observed on the rv lead. The rv lead and the ra lead were capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.